Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the fiber cabling needed to be reconnected. To resolve the issue, the technician reconnected the fiber cabling. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the field monitor to their hexavue custom room rack was flickering. No report of injury.